Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced as a door not fully latched message. These were found to be caused by cracked threaded insert bosses and raised threaded inserts from front case which allowed separation between front case and mechanical assembly resulting in excessive force being required to close door. Loose hardware was also found where the mechanical assembly is secured to the front case, a known contributor to the reported symptom. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no patient injury.